Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: dvt (deep vein thrombosis) was observed eighteen days after filter placement and was resolved with anticoagulation treatment. No harm to patient reported. The tulip filter was not returned and no imaging nor the patient¿s medical records were provided. Therefore, based on the very limited information provided the exact reason for the dvt experienced 18 days after placement of the filter cannot be determined. New pe (pulmonary embolism) as a reported complication is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: principal investigator. Similar to device marketed under PMA/510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: subject is a (B)(6) male enrolled into preserve on (B)(6) 2019 for a contraindication to anticoagulation due to upcoming surgery. He has a history of resolved rle dct in the femoral/popliteal but no current vte. He is hypertensive and has a current malignancy. A gunther-tulip ivc filter placed on (B)(6) 2018 and he was discharged from hospital the same day. On (B)(6) 2018 a right femoral dvt was observed on ultrasound which resolved with anticoagulation treatment. Pi assessed as serious and possibly related to the filter or procedure. Patient outcome: event was reported to have resolved without sequelae on (B)(6) 2018.